Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that had reportable issues, which were used during the same procedure. Refer to associated MFR report #3005099803-2010-03116 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a resolution clip device was used for hemostasis of a gastrointestinal bleed. According to the complainant, the first clip they attempted to use would not come out of the sheath, while down the endoscope channel; it come out of the sheath, when out of the endoscope). On removal and inspection, the sheath has a pronounced kink and split in it. On discovery of this, they decided not to use the device. Another clip used was able to deployed successfully. However, the sheath was found to be damaged, when removed from the endoscope. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that had reportable issues, which were used during the same procedure. Refer to associated MFR report #3005099803-2010-03116 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a resolution clip device was used for hemostasis of a gastrointestinal bleed. According to the complainant, the first clip they attempted to use would not come out of the sheath, while down the endoscope channel; it come out of the sheath, when out of the endoscope). On removal and inspection, the sheath has a pronounced kink and split in it. On discovery of this, they decided not to use the device. Another clip used was able to deployed successfully. However, the sheath was found to be damaged, when removed from the endoscope. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. The clip assembly was returned and was located just inside the over sheath. It was also noticed that the prongs had an overbite. Functionally, the yoke, which was still attached to the control wire, was actuated and deployed. The over sheath moved freely and no damage was noticed. Based on the investigation result, the reported event was not confirmed therefore, this event in now a non-reportable event. Priority has been changed from a malfunction to a non-reportable event.